Manufacturer narrative:
Device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient that the three-infusion set was leaking. Leaking is from the tube p-connector. She changed her site four times in last two days. Infusion set was placed in the buttock/legs. No further information was available.